Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the closing assy is not properly fixed and came loose during patient treatment. The customer was next to the patient and could fixate the part again without any harm occurring. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the closing assy of the rotaflow 2 was used on a rotaflow and is not properly fixed and came loose during patient treatment. The customer was next to the patient and could fixate the part again without any harm occurring. A getinge service technician was on site on (B)(6) 2022 to repair the affected rotaflow (serial#(B)(4)). The technician confirmed the reported failure and replaced the rf2 (rotaflow 2) drive closing cover kit (material#701076073) with the correct rfd (rotaflow drive) closing assy (material# 70101.1680). After the replacement the device is working as intended. At maquet cardiopulmonary it was found that the closing assy (material# 701073911) from the rf2 drive closing assy set (material# 701076073) does not fit perfectly on the rf drive unit (material# 701022161) of the rotaflow (material# 701051702) and therefore the closing assy does not close. The information regarding the rf2 (rotaflow 2) drive closing cover kit (material#701076073) will be handled in the non-conformance process. The complaint information (information regarding the drive closing cover kit) was transferred to the internal nonconformity process (nc). Further investigations steps will be documented in the nc. On (B)(6) 2022- a service bulletin has been sent to the sales and service unit informing that the rf2 drive closing assy set (material# 701076073) is not equivalent to the rfd (rotaflow drive) closing assy (material# 70101.1680). This means, that the spare parts are only allowed to be installed into the designated drive as a closing assy. On (B)(6) 2022 the decision was made to start a fsca to replace the rf2 drive closing cover kit (material#701076073) that is already installed with the rfd closing assy (material# 70101.1680). A device history review (DHR) was performed on 2022-05-10 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).